Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the batteries were lasting less than 24 hours and the insulin pump was overheating. Customer's blood glucose was 36 mg/dl which he treated with food and soda. The alarm history showed the customer received 4 low battery alerts that day. The customer had cleaned the battery cap, changed the cap from another device and change the battery, but the battery indicator was only showing a bar. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer stated he had started the process to upgrade the insulin pump and declined to get a loaner device.